Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During an atrial fibrillation ablation, during the process of isolating the pulmonary veins and checking to ensure electrical block was successful, it was noted the catheter seemed to have lost its shape and was hard to manipulate within the left atrial chamber. The catheter was unable to be retrieved back through the sheath. A new catheter and a different sheath were used to advance into the left atrium and complete the procedure successfully. Upon removal, the catheter was still unable to pull back into the sheath to remove it from the body. Once the catheter was able to be removed (still within the sheath), it was noted that part of the catheter was broken off, leaving wire underneath and the outer insulation exposed. The outer plastic part of the catheter directly before the spiral was entirely broken off. The patient was stable with no patient consequences.

Manufacturer narrative:
One reflexion spiral¿ variable radius catheter 6 f loop bi-directional, 7f was received for investigation. The reported shaft damage was confirmed. Visual inspection showed a fracture in the shaft at the spiral loop/shaft transition. Further investigation concluded that the fracture in the shaft was due to a weak bonding at the spiral loop/shaft transition. Actions have been taken to prevent further reoccurrence. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.